Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. There were 24 staples remaining in the cover block indicating that at least 11 staples were fired by the end user. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was observed on the sample. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fired properly. To simulate insertion into the skin, 20 staples were fired into the simulated skin. The last two staples did not form properly. Another staple was fired out of the simulated skin pad and did not form properly. The stapler was disassembled. It was observed that the tab of the forming tool that holds the anvil in place was bent was bent inward, hindering proper component interaction. In addition, die casting anomalies were discovered on the distal end of the forming tool. No other defects or anomalies were observed with the device. Non-conformance was previous opened to further evaluate forming tool issues. Device history record review investigation did not show issues related to complaint. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned. Upon functional testing, three staples released unformed. The device was disassembled. It was observed that the tab of the forming tool that holds the anvil in place was bent was bent inward, hindering proper component interaction. Non-conformance was previous opened to further evaluate forming tool issues. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".